Manufacturer narrative:
(B)(4). Batch #l9343m. The device was received with the electrode and ceramic detached from the jaw and active rod, the electrode and ceramic were returned. In addition, the top jaw was received fully attached to the device and not detached as was reported. Upon visual inspection under magnification it was noted that the ceramic was partially missing. The ceramic was damaged by the separation of the electrode from the lower jaw. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, and this is advising the generator cannot deliver energy. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message twice. There is insufficient evidence related to what caused the damage on the device. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: for clarification, did the electrode or ceramic of the device break off (the bottom jaw) and fall into the patient? Or, did the black ptc detach from the jaw and fall into the patient? The lower jaw broke off and fell into the patient. Is the jaw that broke off the device being returned with the device? Or, was the jaw that broke off the device discarded? The broken jaw will be returned with the device.

Event description:
It was reported that during a laparoscopic right salpingectomy procedure, the material that is embedded within the lower jaw of the device broke into fragments and dropped into patient's body during clamping of tissue. The surgeon managed to retrieve all of it. Patient has been discharged normally and doing fine. Unsure what was used to complete the procedure. There were no adverse consequences for the patient reported.